Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient was experiencing bruising on both sides of his ribs under the electrodes. Patient they were black and blue but not painful. There was no alleged device malfunction contributing to the irritation. Patient was advised to remove the lifevest by a physician. The patient was remeasured and was confirmed to be in the correct garment size. Patient developed new bruises and physician believed that it was due to blood thinners that the patient was on. Outcome of the bruising is unknown.